Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or moisture damage on electronic assembly/motor noted. The insulin had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported the customer's insulin pump was exposed to moisture. It was found a button error alarm occurred after the moisture exposure. Customer's blood glucose was 16.8 mmol/l. Customer treated their blood glucose with a manual injection. It was also found the button error alarm persisted after replacing the battery. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.